Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on overall review, it was observed that the symptoms were consistent with situations where estimated values provided by the app were entered as calibrations rather than true bg values. It's important that the user should never enter anything other than a true bg meter value, from a finger stick, when calibrating. Entering an "estimated" value or using a value from the eversense cgm or another cgm, can disrupt the calibration and lead to significant deviations in the sensor readings. Multiple attempts were made to contact the user so that the escalation response could be relayed but they remained unresponsive so the case was closed.

Event description:
On february 19 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.